Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-1-jug-celect-pt. Summary of investigational findings: the filter was deployed with no significant tilt, but at date of retrieval approx. 115 days later, the filter had a 15° of rightward tilt seen on the plain radiograph. However, an aneurysmal dilatation and ectasia of the distal aorta and iliac arteries seen on CT scan resulted in mass effect on the adjacent venous structures and may have affected the filter appearance on the radiograph. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Investigation found no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 27 mm. There was no thrombus in the ivc prior to filter placement and the ivc was tortuous. Using the right internal jugular vein as the access site, a celect® filter (lot # e3256982) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt was < 6 degrees. Analysis of the placement procedure venacavagram revealed ivc ectasia and no presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 22.8 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did/did not appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 7.4 degrees. On(B)(6) 2015, post-procedure/12-month post-placement x-ray (day of procedure): site: filter tilt was < 6 degrees. Analysis: the angle of filter tilt in the ap view was 18.6 degrees and 3 degrees in the lat view. On (B)(6) 2015, retrieval venacavagram (115 days post-procedure): analysis: the angle of filter tilt in the ap view was 19.3 degrees and 5.2 degrees in the lat view. Patient outcome: the patient remains in the clinical study and no other device related adverse events have been reported.

Manufacturer narrative:
(B)(4). Catalog # igtcfs-65-1-jug-celect-pt. Investigation is still in progress.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 27 mm. There was no thrombus in the ivc prior to filter placement and the ivc was tortuous. Using the right internal jugular vein as the access site, a celect® filter (lot # e3256982) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt was < 6 degrees. Analysis of the placement procedure venacavagram revealed ivc ectasia and no presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 22.8 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did/did not appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 7.4 degrees. On (B)(6) 2015, post-procedure/12-month post-placement x-ray (day of procedure): site: filter tilt was < 6 degrees. Analysis: the angle of filter tilt in the ap view was 18.6 degrees and 3 degrees in the lat view. On (B)(6) 2015, retrieval venacavagram (115 days post-procedure): analysis: the angle of filter tilt in the ap view was 19.3 degrees and 5.2 degrees in the lat view. Patient outcome: the patient remains in the clinical study and no other device related adverse events have been reported.